Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu, (lot # n6a1387y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic robotic lobectomy, after firing, the staple line of two reloads were incomplete distally, did not hold, and opened up. The staple lines bled. The operating surgeon then decided to convert the robotic procedure to an open surgery. Suturing was done as staple line reinforcement. The patient was put in a life-threatening situation due to an imminent risk of cardiac arrest for having lost nearly one liter of blood during the procedure. The surgical time was extended for almost an hour. The patient is now stable.